Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a clinical study in regard to a patient receiving dilaudid (25.0 mg/ml at 3.178 mg/day), fentanyl (1,000 mcg/ml at 127.1 mcg/day) and bupivacaine (10.0 mg/ml at 1.271 mg/day). The pump indication for use (IFU) was listed as non-malignant pain and post lumbar laminectomy syndrome. The patient missed a refill resulting in the pump alarming and running dry. The patient experienced withdrawal symptoms due to the pump running dry. The withdrawal symptoms included nausea and increased pain. The severity was considered moderate. At an examination on (B)(6) 2015, the patient was prescribed ms contin and endocet. Fluoroscopy results determined the pump and rotor were functional. Interventions included reprogramming, refilling and prescribing a bolus on (B)(6) 2015. The etiology was considered the medication related drug action. The event outcome was ongoing.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study reported that the event resolved without sequelae on 2015 (B)(6).

Manufacturer narrative:
(B)(4).